Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation. Due to character restrictions in block e1 site name : (B)(6). Due to character restrictions in block e1 telephone number : (B)(6).

Event description:
It was reported that during power up, the battery of the cardiosave intra-aortic balloon pump (iabp) unit is defective. There was no patient involvement.

Event description:
N/a

Manufacturer narrative:
Corrected fields: d4. Updated field: b4, d9, g3, g6, h2, h3, h4, h6(type of investigation, investigation findings, component, investigation conclusions),h11 a getinge field service engineer (fse) was dispatched to evaluate the iabp unit and error logs saved and evaluated. Device inspected, troubleshooting revealed: batteries are no longer charging, power management board defective. The power management board was replaced. Electrical safety checked according to the checklist and test passed. Functional test and test run ok.